Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a pulmonary vein isolation interventional procedure. Reportedly, the first proglide device was retracted until tactile sensation of the foot was felt against the anterior wall of the vein, the guide wire was re-inserted and the needles were deployed; however, resistance was felt when the proglide device was attempted to be removed. Approximately 15 minutes later, the user was advised to cut the suture as it was tangled with the proglide device. The proglide device was then able to be removed from the patient anatomy with no tissue damage noted. A second proglide device was deployed; however, a cuff miss was noted. A third proglide device was opened but a sharp upward angle to the sheath at the guide was observed, the device was not used. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5 and the pulmonary vein isolation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. After the procedure, a foot break was noted with the second proglide device. The physician was unaware of a foot break during the procedure and is confident that it is not in the patient; however, the location of the separated foot piece is unknown. The patient was made aware of the separated foot piece and was advised on symptoms related to foreign material in body. A clinically significant delay was reported in the procedure or therapy. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported inability to remove the device could not be replicated in a testing environment as it was based on procedure circumstance related to the reported status of training. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU), states: remove the guide wire before the exit port crosses the skin line. This step is performed prior to plunger/ needle deployment marked #2. It should be noted that the perclose proglide IFU also states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The reported inability to remove the device appears to be related to the status of training. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the physician is reportedly not trained in the use of the proglide device.